Manufacturer narrative:
(B)(4). A batch review will be performed. Evaluation summary: one sample was received containing no fluid in the bladder. No defect was observed during visual inspection. A functional leak test was performed by refilling the bladder with green color water. After fill, leak was observed on the multirate control module housing. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between april 21, 2013 and april 22, 2013. Evaluation: the cause of the reported condition was undetermined. A CAPA has been opened. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leak was observed from an unknown location of a large volume multi rate infusor after filling the infusor with unknown medication. Customer also stated that filter was not used during filling and the bladder did not seem to be damaged. No additional information is available.